Event description:
It was reported that when the device was used during a rectum cancer procedure, after firing, it could not pull out. The anastomosis was bleeding. So the surgeon cut the tissue and used hand sewing to finished the procedure. There was no pt consequence.